Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on their implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. There were no patient consequences.

Manufacturer narrative:
Correction: h6 - update investigation codes, not previously reported.

Manufacturer narrative:
The reported oversensing and atrial noise were confirmed though stored egm review; device was found to be normal. A longevity calculation based upon device settings and usage data showed battery depletion was normal. The reported events were not reproducible. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.